Event description:
It was reported that when the device was used during unknown procedure, the shield would not retract. Another device was used to complete the case. There was no consequence to the pt.